Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition, 'keeps beeping continuously', was verified as a false downstream occlusion alarm during evaluation. The cause was determined to be the downstream sensor out of specification and the downstream sensor was recalibrated to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was continuously beeping during programming/setup. There was no patient involvement. No additional information is available.